Event description:
It was reported the patient experienced an underdose. The patient's pump was filled with saline. The patient experienced symptoms of acute pain, dizziness, flu like symptoms, lightheadedness, nausea, sweating, passing out, and fever. The symptoms began prior to the pump being refilled with saline. The patient was reportedly not titrated or weaned off the drug. The patient reportedly wanted the pump explanted but the physician filled the pump with saline instead. The hcp felt the patient was "taking medicine out of the pump." Additional information received indicated the patient was experiencing withdrawal. Additional symptoms of hot flashes, vomiting, and difficulty standing were reported. The physician had indicated he was advised the patient had given someone her oral pain medications. The patient was informed the hcp would no longer be refilling the pump and would not dispense any oral medications. The saline was put in the pump in 2008. The patient felt they were still experiencing withdrawal in march and had experienced suicidal thoughts. The patient was planning to see their primary care physician to get a referral for a new managing physician for the device.